Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Pump error 25 reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
No change battery alerts noted during testing. Device trace download analysis confirmed the device alarmed power error alarm. The power management tool confirmed power error alarm due to non-sleep anomaly software error. Device received with high sleep current measurement due to moisture damage on electronic assemblies. Device passed displacement test, active current measurement and self test. Device received with corroded force sensor assembly and moisture damage on motor assembly.